Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of 1600 mg/dl and customer report the reservoir did not stay in the insulin pump. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.